Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided instructions for a pump reset. After completing the reset, the customer successfully started their sensor session without any further error codes appearing.